Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a portion of the balloon and inner detached. The inner had separated in two separate pieces. The balloon was torn circumferentially and burst lengthwise. Due to the condition of the balloon, it was not possible to obtain measurements. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The patient had two tightly stenosed target lesions located within a fistula. After a v-18 guide wire crossed the lesions, a 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to the first target lesion for angioplasty. The balloon was then gradually inflated to burst pressure. The balloon was deflated after a couple of minutes and an angiographic run was performed. The results were good so the same 6.0mmx40mmx135cm sterling¿ balloon catheter was then advanced to the second lesion. The balloon was inflated to rated burst pressure but this appeared to have no effect on the stenosis, therefore the balloon was slowly inflated past the rated burst pressure to a maximum of 23atms, whereupon the balloon ruptured circumferentially. The balloon material fragmented and remained inside the patient. The patient remained overnight and the next day a cut down open procedure was performed where all the fragmented balloon material was removed. There were no patient issues.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The patient had two tightly stenosed target lesions located within a fistula. After a v-18 guide wire crossed the lesions, a 6.0mmx40mmx135cm sterling. Balloon catheter was advanced to the first target lesion for angioplasty. The balloon was then gradually inflated to burst pressure. The balloon was deflated after a couple of minutes and an angiographic run was performed. The results were good so the same 6.0mmx40mmx135cm sterling. Balloon catheter was then advanced to the second lesion. The balloon was inflated to rated burst pressure but this appeared to have no effect on the stenosis, therefore the balloon was slowly inflated past the rated burst pressure to a maximum of 23atms, whereupon the balloon ruptured circumferentially. The balloon material fragmented and remained inside the patient. The patient remained overnight and the next day a cut down open procedure was performed where all the fragmented balloon material was removed. There were no patient issues.